Event description:
Additional information has been received and stated at the end of the surgery, the patient was administered with subconjunctival injection with corticosteroid. On the following post-operative days the onset of endophthalmitis was considered. The patient also experienced corneal edema. Clinical findings included conjunctival inflammation, aqueous cells and aqueous fibrin were present. The patient was treated with intravitreal injection combination of glycopeptide antibiotic and third-generation cephalosporin. The intervention was effective and the infection was resolved but the vision remained decreased. On the same day, the cultures were taken and no findings were observed. The integrity of wound was intact. The patient's post operative treatment included non-steroidal anti-inflammatory drugs and corticosteroids. The patient was recovered with persistent conditions of floaters and fluctuating vision.

Manufacturer narrative:
Additional information provided in section a.1, a.2, a.3.a, b.2, b.3, b.5, b.6, d.10, h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician has reported that they had to leave their operating room and move to another operating room, due to endophthalmitis being detected. The physician requested clarification on the equipment. The physician has confirmed all fluids go through the fluid management system (fms) and are thrown away after each operation and patient. This report pertains to ophthalmic console involved in the reported events.